Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from fasting results obtained of 143 and 117 mg/dl and from non-fasting meter to meter comparison results of 154 mg/dl using true metrix meter and 112 mg/dl using another device. The customer¿s expected am fasting blood glucose test result is less than 100 mg/dl and expected pm fasting blood glucose test result is 132 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/21/2023 and test strips were opened three months prior to call. The meter memory was reviewed for previous test result history (date not set): result 1: 115 mg/dl, date: (B)(6), time: 9:55 am fasting; result 2: 106 mg/dl, date: (B)(6), time: 9:29 am fasting; result 3: 143 mg/dl, date: (B)(6), time: 8:50 pm fasting; result 4: 117 mg/dl, date: (B)(6), time: 7:13 am fasting; result 5: 113 mg/dl, date: (B)(6), time: 7:43 am fasting.

Manufacturer narrative:
Sections with additional information as of 07-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.